Event description:
It was reported by customer that unable to withdraw guidewire, needle safety then activated, catheter approx 2/3 out of insertion site, unable to remove device due to guidewire being stuck on something. Called patients physician who came an assessed the situation and was also unable to remove catheter or guidewire, he calls ir physician who came and assessed and used more force to attempt to pull the device out, the guidewire then came out intact and catheter removed easily. Additional information 08/21/2023: this did not involve an urgent or life threatening event, but the accucath was stuck in patients arm and doctor had to pull it out causing the patient uncomfortability. This did not interrupt any treatments or cause any other negative impacts to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that unable to withdraw guidewire, needle safety then activated, catheter approx 2/3 out of insertion site, unable to remove device due to guidewire being stuck on something. Called patients physician who came an assessed the situation and was also unable to remove catheter or guidewire, he calls ir physician who came and assessed and used more force to attempt to pull the device out, the guidewire then came out intact and catheter removed easily. Additional information 08/21/2023: this did not involve an urgent or life threatening event, but the accucath was stuck in patients arm and doctor had to pull it out causing the patient uncomfortability. This did not interrupt any treatments or cause any other negative impacts to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of difficulty removing the device is confirmed and was determined to be use related. The product returned for evaluation was a 20ga x 2.25¿ accucath ace peripheral catheter assembly. The catheter was received loose and the safety mechanism was engaged. The catheter exhibited extensive deformation. The catheter was kinked and crumpled along much of its length. The guidewire exhibited multiple bends and a complete break just proximal to the coil tip. The coil tip was not returned. Sharp curved shape memory was observed at the break site. Microscopic inspection of the guidewire break revealed a granular fracture surface. Slight necking was observed at the break site. Microscopic inspection of the catheter confirmed extensive deformation. The catheter tip was buckled and folded back in on itself. The guidewire break was consistent with tensile failure. It appeared that attempted insertion against resistance caused the guidewire to become stuck and subsequent attempts to remove the device resulted in a guidewire fracture and crumpling of the catheter. This complaint will be recorded for future trending and monitoring purposes.